Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system would not boot up. Review of system log file confirmed the malfunction. Upon troubleshooting, fse identified that the power supply was faulty. The defective power supply was returned to philips for further analysis. The analysis confirmed the cause of issue was due to power supply failure as the unit gets no power output. The philips engineer replaced the power supply. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.